Event description:
The customer reported the hospital had a power outage. When power resumed, the customer reported the ventilator was not operating but was equipped with a backup battery. The customer reported the ventilator was in use on a pt, there was no pt harm, and alarms sounded to specification. The respironics service technician noted a diagnostic code in the ventilator log history that indicated a +24 volt power fail condition. The service technician reported the ventilator would not operate using the backup battery, and verified the ventilator charging circuit was charging the backup battery. The service technician replaced the backup battery to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specifications.